Event description:
According to the reporter: the patient experienced post-operative pain. The pain was treated with medication. The pain resolved on (B)(6) 2013. According to the principal investigator, there is a possible relationship to the device.

Manufacturer narrative:
(B)(4).